Event description:
It was reported that the ventilator's turbine was faulty . The device logs contain technical error code indicating a detected turbine module stand still. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the turbine test and a alarm indicating turbine module stand still detected. It was mentioned that a replacement for the turbine is required. No further information has been provided. The recommended action is to replace to turbine module. No parts was returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).